Event description:
It was reported that infection occurred and there was vegetation on the leads. The patient's implantable cardioverter defibrillator (ICD) and associated leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).